Manufacturer narrative:
The insulin pump was received with broken reservoir tube lip, cracked battery tube threads, and minor scratches on display window.

Event description:
The customer reported that their insulin pump had physical damage. The insulin pump was cracked and had mission pieces. The locations of the damage was the threads of the reservoir. The damage occured when the insulin pump was dropped. The customer's blood glucose was 45 mg/dl. Advised to discontinue use of the insulin pump and to revert to their back-up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).